Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and therefore a physical investigation was performed for the catheter. During physical investigation a catheter was received. The tube of the catheter had a strong kink at 111 cm from the tip of the catheter. The test guide wire went through the catheter. The aspiration test was performed and lower aspiration level than nominal was achieved. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter to treat superficial femoral artery thrombosis via supine position, femoral artery approach. During the procedure, the accumulation of fluid bag normal hanging down, cannot work properly for suction, withdrawal of the catheter, after repeated flushing the same idling. The procedure was completed using another device.